Manufacturer narrative:
At the time of this report, no add'l info was available. A supplemental report will be submitted with any relevant info that is received.

Event description:
It was reported that post op, the connectors at s1 fell off. Revision surgery is planned. Add'l info has been requested but is not available at the time of this report.